Manufacturer narrative:
Analysis confirmed the reported event; serious programmer error displayed. Analysis found the touchscreen was out of electrical specification and the keyboard hinges were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a software problem. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.